Event description:
Allegedly in (B)(6) 2012, the patient emitted sounds from her body when she moved, so the doctor performed blood test. The density of ion in the blood is 150 times better than standard value. Doctor performed revision surgery.

Manufacturer narrative:
The investigation is not complete. Trends will be evaluated. The event code is addressed in the package insert. This report will be updated when the investigation is complete. This is the same event as 1043534-2012-01188, 01190. This event occurred in (B)(6).

Manufacturer narrative:
Conclusion: no conclusion can be drawn. The complaint was reviewed and analysis showed no trend for item/lot. Photographic images were made. (B)(4): evidence that product in specification when used.